Event description:
It was reported that the tip broke off of the suction tube, 2.7mm rh frontal sinus after being dropped during a demonstration at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Event description:
It was reported that the tip broke off of the suction tube, 2.7mm rh frontal sinus after being dropped during a demonstration at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
Device return expected, but not yet received. A follow-up will be submitted once the device is received and the quality investigation is complete.

Manufacturer narrative:
It was reported that the device was dropped during handling and the tip broke off upon ground impact. Based on the nature of the reported event and the information received during follow up report, the event was caused by use error.